Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant had an impella 5.5 pump placed to escalate care for a patient with syncope. It was reported that there were signs of hemolysis. The patient had blood in urine. The impella was too deep and was pulled back. It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation has been completed. The device was not returned for analysis. The data logs were reviewed and there were positioning alarms seen but no motor current spikes or a trend in the placement signal. The clinical details stated that the pump was mal-positioned and upon repositioning, the blood in the urine began to clear up. The root cause of the hemolysis is most likely due to improper positioning. The failure mode positioning issue was added as it was stated that there were placement signal low alarms at the beginning and the pump was not in a good position. The data logs showed alarms but then they resolve with re-positioning the pump. The root cause of the positioning issue is most likely due to use. B.1 revised to add product problem per investigation results since the initial manufacturer device report number 1220648-2024-20453 was submitted. H.6 medical device problem code was added to reflect the addition of the failure mode positioning issue since the initial manufacturer device report number 1220648-2024-20453 was submitted.